Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported a pt was discharged after successful angio-seal deployment. While at home, the pt felt a pop in their groin area and hematoma had formed. The pt returned to the hospital and a pseudoaneurysm was found. Ultrasound guided compression was performed, which resolved the pseudoaneurysm. The pt was later discharged with no further complications.